Event description:
The customer reported that toward the beginning of a nephrectomy surgery, the blade of the device detached and fell into the patient cavity. The blade was then retrieved from the patient cavity, and another device was used to complete the case. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow up report will be submitted.